Event description:
The manufacturer received information alleging a "ventilator non-operative" alarm occurs on a trilogy evo device. There was no allegation of serious or permanent harm or injury. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation. As part of the complaint handling process, the manufacturer will attempt to retrieve the device for investigation.

Manufacturer narrative:
The manufacturer received information alleging a "ventilator non operative" alarm occurs on a trilogy evo device. There was no allegation of serious or permanent harm or injury. The trilogy evo device was evaluated by a manufacturer service engineer. During the evaluation it was noted that an application issue had occurred on the device. The manufacturer's service engineer alleged that it was a user application that had caused the "ventilator non operative" issue to occur on the device. The manufacturer's service engineer stated that the device was working as design. There were no parts replaced to address this issue, nor no repairs made for this issue.